Event description:
Customer reported that during intubation the air pressure was not holding. The tube was immediately removed from the pt and a replacement tube was inserted. Customer confirmed there was no pt harm.

Manufacturer narrative:
(B)(4). Sample will not be returned, the tube was discarded by customer, without the actual sample a full investigation cannot be carried out; therefore, we are unable to determine the cause for this specific event. Mfg controls are in place to detect related defects and reduce the potential for occurrence during the mfg process. Info has been added to the database for trending purposes.